Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#(B)(4).

Manufacturer narrative:
The ventilator failed pressure transducer test during pre-use check. The device failed to meet its specifications. There was no patient involvement. There have been no adverse events sustained as a result of the issue. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the expiratory valve coil solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Defective expiratory valve coil may led to stop of ventilation. The reported issue was confirmed in provided device's logs. The reported issue was confirmed during simulated use testing with the returned part; the ventilator failed intermittently the pressure transducer test during pre-use check. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to a malfunctioning expiratory valve coil.